Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited poor r-waves and variable impedances. Upon repositioning the lead, tissue was noted in the lead helix. The lead was not implanted and a new lead was placed. The patient was stable following the procedure.